Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) has an infiltration of blood into the internal circuits of the device with a sudden stop of the machine. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, e2, g2 additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs100 intra-aortic balloon pump (iabp) had an infiltration of blood into the internal circuits of the device with a sudden stop of the machine. There was no patient involvement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) has an infiltration of blood into the internal circuits of the device with a sudden stop of the machine.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. A valid serial number of the device has not been provided therefore the production identifier component of the UDI is not available information regarding the serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.

Event description:
N/a